Manufacturer narrative:
H11: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A device history record could not be evaluated as the lot number is unknown. Based on the available information we are not able to identify a root cause at this time. The complaint has been logged in the complaint management system and will be monitored through tracking, trending, and quality data analysis for potential future occurrences. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pleurx drainage kit plunger was defective. No patient harm was reported. During follow up response it was further reported that the drain valve broke. No patient impact was reported. Additional follow up received by the customer stated the piece connected to the catheter that is inserted in the patient's lung is the component that broke and that the bottle plunger was not broken. The catheter/tube was not replaced but was cut, made shorter and added a replacement valve. The patient was successfully treated without harm.

Manufacturer narrative:
H11: this supplemental MDR is being submitted to correct date of awareness to 18-feb-2026 since it was identified this was the date the legal manufacturer learned this event was an MDR reportable event, FDA report number. D4 (medical device catalog #) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pleurx drainage kit plunger was defective. No patient harm was reported. During follow up response it was further reported that the drain valve broke. No patient impact was reported. Additional follow up received by the customer stated the piece connected to the catheter that is inserted in the patient's lung is the component that broke and that the bottle plunger was not broken. The catheter/tube was not replaced but was cut, made shorter and added a replacement valve. The patient was successfully treated without harm.